Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen calibration is off. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the touchscreen calibration was off. The rse advised the customer to replace the touchscreen. The rse provided the customer with the parts ID for the touchscreen to be ordered and replaced. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.